Event description:
I used the nurse assist llc sterile saline product to irrigate a seroma in my abdomen from (B)(6) of 2023. I have since had 3 débridement surgeries to clear damaged tissue from my wound. I had two as an out patient and the most recent inpatient. They only did a culture on the most recent and it grew out mrsa (methicillin-resistant staphylococcus aureus). I have been progressively sicker since may. Significant physical deterioration since (B)(6).